Event description:
It was reported that the customer's insulin pump had a frozen display. Troubleshooting was performed. It was stated that the time on the device was not advancing and only shows a full reservoir and battery. The caller also stated that the buttons were unresponsive. The battery was changed, but the anomaly continued. Advised the customer to revert to back up until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.